Manufacturer narrative:
PMA/510(k) # k210476 device evaluation: 1 unit of lot number c2037182 of echo-hd-3-20-c was returned opened not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on (B)(6) 2023. Visual inspection: distal end of needle examined and no issues observed functional inspection: sheath extender retracted and mlla observed to be broken/detached needle able to advance and retract without difficulty this file is related to (B)(4): the metal sleeve that's at the end of the handle was slightly bent. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c2037182 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2037182. Instructions for use and label: the warnings section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0077) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error as the physician proceeded to use the device during the procedure despite the mlla being off-centre. This is regarded as user error as use of a device already determined to be damaged contradicts the warnings section of the IFU. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, use of damaged device. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error as the physician proceeded to use the device during the procedure despite the mlla being off-centre. This is regarded as user error as use of a device already determined to be damaged contradicts the warnings section of the IFU.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6).

Event description:
As reported to customer relations via phone conversation "when inserting the needle for a second pass, and while trying to screw it on the scope accessory sleeve, the metal sleeve that's at the end of the handle was slightly bent. The needle physician was still able to attached the needle to the scope. A second pass was performed and when the physician went to unscrew the needle form the accessory channel, it was noticed the handle was bent due to the metal sleeve. Therefore, with difficulty, the physician was able to get it off the scope. The physician went ahead and expelled the specimen from the needle. The dm took the needle to send it back to cook for evaluation. When dm looked at it and tried to straighten out the needle, but it the metal sleeve broke-off (this portion covers part of the sheath). At this point, the physician took one more pass with a boston scientific needle to complete the intended procedure successfully." Did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. N/a. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. N/a. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. N/a. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. N/a. 4.1 for all complaints, ask: are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end of the handle (metal sleeve). Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. N/a. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? - no, on first pass. Yes, to the second pass. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located: n/a. Was gaining access to the target site difficult? No. Was the device used in a tortuous position? Asku. Was puncture of the target site difficult? No. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? - tail of the pancreas please describe the size of the intended target site. Asku. If not with the device in question, how was the procedure performed and/or finished? See above event description. Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? Yes, force was needed to remove from the scope (to be able to unscrew it). Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? None. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. If yes, please specify what was observed and where on the device it was observed. N/a. What is the scope manufacturer and model number that was used? Olympus (model unknown). Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? Asku. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Neither. See above event description. The difficulty occurred while trying to screw it onto the scope. Was the syringe used during the procedure, after the stylet was removed? Not the syringe that comes wit the needle. They used a regular 10cc syringe and they pull about 5cc's from 'time-to-time' to create suction. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. Was the endoscope in a flexed or twisted position at any time during the procedure? Asku. Was the stylet partially removed when advancing the needle into the target site? No. How many samples were obtained (passes completed) with this needle? 2 passes. Did any section of the device detach inside the patient? No. If yes, please specify: n/a. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? Yes, on the second pass. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Asku. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.